Manufacturer narrative:
A steris service technician arrived onsite and did not observe water on the floor. The steris service technician discussed the reported event with the facility's biomed. The facility's biomed stated that an employee had initiated a processing cycle and observed water to be emanating from the front of the processor. The employee cancelled the cycle and cleaned up the water. The type of cycle initiated is unknown however, the steris service technician stated that user facility personnel know to reprocess an instrument in the event of a cancelled processing cycle. The biomed stated that he ran a diagnostic cycle and no issues were noted. The steris technician ran a diagnostic cycle which completed successfully with no issues noted. Unrelated to the reported event the technician replaced ck2 and ck3 and returned the processor to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.